Event description:
The pt had an aortic valve implanted in 2000. Had cardiac cath 5 days before admitted and this showed regurgitation. Admitted in 2007, when had increased sob. Cardiac and cv surgeon evaluated and the pt had the valve removed and replaced three days later. The surgeon noted the valve had calcifications on the leaflets and the cusp was torn from edge to annulus. (The physicians do not know why valve needed replaced, normally not needed within 7 years, pt also was noted to have gained significant amount of weight).